Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "broken door" as the device was received with door not fully latched messages which is most likely what the reported symptom was referring to. The door not fully latched alarms were caused by pulled threaded inserts from the front case allowing separation between front case and mechanism assembly resulting in excessive force needed to close the door. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a broken door. It was also reported that there was no patient injury.